Event description:
It was reported that the patient presented for a dual-chamber pacemaker implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high capture thresholds; attempts to achieve adequate capture at maximum output were unsuccessful. The ra lead was not used and replaced. The patient remained stable throughout the procedure.